Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that this unit failed to power up on ac or battery power and that the ac power and battery change leds were not illuminated.